Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog#: 7753500,510k #: k082728 and UDI (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with pre-operative diagnosis of cervical spondylotic myelopathy underwent posterior cervical spinal fixation on 10 oct 2019. Intra op, when performing final tightening for the multi axial screw crosslink locking screw placed at th1, the hex part of the multi axial screw crosslink set screw broke. The product came in contact with the patient.